Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule fell off during the first day of the study. There was no patient and user harm and a repeat procedure is required.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory; however, a picture of accuview graph of the study was provided by the customer for analysis. The customer reported bravo capsule detached early. The reported condition was confirmed. The picture of accuview graph show that the ph value drooped and then raise to high reading, since the data as a picture the exact value are unknown. The investigation identified the root cause of the reported event to be capsule detached early. The instruction for use (IFU) states: " bravo ph capsule: potential complications include but are not limited to: premature detachment of the capsule.".if information is provided in the future, a supplemental report will be issued.